Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: a2, a4, a5, a6, b6, b7. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure of the universal cord sheath, which caused the image to become blurred and distorted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing the subject device had a blurred and indistinct image. No patient harm reported.